Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm size is unknown. No significant calcification or tortuosity was reported. It was reported that 16 french cook sheath was utilized during the case. The physician reportedly lubricated the delivery catheter and scored the sheath valve with a knife blade, but the delivery catheter was still difficult to insert. After the device was inserted, resistance was encountered during attempts at deployment; therefore, the device was removed from the patient. It was reported that the device was damaged during the deployment attempts. The case was completed with an old 16 f cook sheath. No additional clinical sequelea were reported, and the patient is reported to be fine.